Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of 275mg/dl. The customer current blood glucose was 450 mg/dl. The customer was hospitalized on (B)(6) 11am. The customer was treated with IV fluids and manual shoots. The customer was wearing the insulin pump during the hospitalization. Trouble shooting was performed and found had changed reservoir and tubing and received another no delivery alarm. Customer states already went through five infusion sets and five reservoirs. Advise sending replacement sets. The device will be returned for analysis.